Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The guidewire was received in two fragments. The proximal fragment measured 266.0cm in length and the distal fragment 34.4cm. Magnified examination of the fracture site showed the core wire and nitinol were fractured. The core wire was bent at the fractures site. From the condition of the guidewire at the fracture site, it appears that the core wire was bent first and then separated. In addition, the guidewire was found to be bent at 9.0cm from its proximal end. The guidewire polytetrafluoroethylene (ptfe) coating was examined and it was found to be scrapped off very close to the bent site. The guidewire hydrophilic coating was checked with the wet fingers. The coating was present and did not feel gritty. The guidewire core wire and nitinol appeared to be bent first and then fractured, indicating a ductile fracture. It is likely that the guidewire became fractured on the distal end and bent on the proximal end due to handling of the device. The polytetrafluoroethylene (ptfe) was scraped close to the bend, also likely due to handling damage.

Event description:
Preliminary inspection of the subject device upon return revealed that the guidewire was separated from its distal end. No patient consequences were reported due to the event.

Event description:
Preliminary inspection of the subject device upon return revealed that the guidewire was separated from its distal end. No patient consequences were reported due to the event.